Event description:
The pump had an error alarm during the download. It was stated that the customer was hospitalized for high bgs. The pump history was reviewed and noticed that the user attempted do bolus a large amount prior hospitalization. The next day family member called and informed that the customer was disconnected from the pump and placed IV drip. The customer also was vomitting before the hospitalization. Additionally the customer was hospitalized before for low bgs and was in coma for three days. The adverse event was not reported at the time of occurrence. The customer was using the same pump. The nurse called back the following day to troubleshoot the pump. Pump passed the tests. A replacement pump was requested.